Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1616. Biopsy instrument allegedly failed to fire; however, pressure was needed to stabilize the patient's bleed. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 69 years old, and gender is female; however, weight was not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined no longer reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1616. Biopsy instrument allegedly failed to fire; however, pressure was needed to stabilize the patient's bleed. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6), and gender is female; however, weight was not provided.